Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary angiography treatment procedure, the catheter disintegrated. The target lesion was located I the diagonal branch of the left anterior descending artery. This fetch2 catheter was selected and was placed down the diagonal and a single aspiration run was made. Upon removing the catheter, without resistance or difficulty, the catheter "disintegrated." It was noted that the mid-portion of the catheter was removed. The procedure was successfully completed with this device. The patient was discharged two days post procedure with no further complications.